Manufacturer narrative:
H.6 investigation summary: complaint reports contamination on slideprep (catalog number 491346) serial number: (B)(6). Complaint alleges instrument observed to have cross contamination on a processed batch of slides, no erroneous results were reported. Service cleaned the quad bundles and flushed all reagent dispensing tubing with alcohol. Service adjusted the instrument alignment parameters and performed a test run. Post intervention the instrument was left operating normally. Root cause is attributed to dirty bundles and alignment. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 12/16/2019. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd totalys slideprep cross contamination occurred. The following information was provided by the initial reporter: "the customer reports the pathologist found cross-contamination on a batch of slides that were processed at night on 10/25/2022. What confirmatory testing was performed that determined cross-contamination? When viewing the slides under a microscope the pathologist found other patient samples on the slides. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)?: no."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slideprep cross contamination occurred. The following information was provided by the initial reporter: "the customer reports the pathologist found cross-contamination on a batch of slides that were processed at night on (B)(6) 2022. What confirmatory testing was performed that determined cross-contamination? When viewing the slides under a microscope the pathologist found other patient samples on the slides. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."